Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a portion of the pump touch screen was unresponsive. Reportedly, the pump display timed out prior to the 10 second lock-screen display timeout settings. Blood glucose (bg) level was in the 260's (mg/dl); at the time of the reported, bg was 184 (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.